Event description:
It was reported that during a ls sigmoid procedure, the reloaded device delivered an incomplete staple line. The device was reloaded to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.